Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The device was evaluated and the reported condition was confirmed. The assignable root cause was determined to be due to improper reprocessing,cleaning which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) during service and evaluation, it was determined that the power module device had a liquid malfunction and was damaged. It was noted that the indicators were red, the housing was broken, there was water damage, and the module was without function. It was further determined that the device failed pretest for check indicator ¿ liquid damage, saw test, function test, charging and checking of power module in charger, information button and self-test, check for externally cleanness and foils of liquid damage, general condition and lever. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.